Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex¿ biliary rx stent was implanted during a endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2015 as part of the (B)(4) study. The patient had a prior plastic biliary stent and a history of biliary stenosis. A prior biliary sphincterotomy had been performed and a prior pancreatic sphincterotomy had not been performed. On (B)(6) 2015, the patient was diagnosed with cholangitis based on a spike in fever, jaundice, and high bilirubin despite the plastic biliary stent in place. The patient was treated with antibiotics and the physician noted that the cholangitis had fully resolved prior to wallflex stent placement procedure on (B)(6) 2015. On (B)(6) 2015 a baseline assessment of biliary obstructive symptoms (abos) was conducted during which the following were identified: right upper quadrant pain, fever/chills, jaundice, dark urine, and pale stools. Liver function testing was performed on (B)(6) 2015. According to the complainant, the patient underwent study stent placement using ercp on (B)(6) 2015 and was treated as an outpatient. During the procedure the patient underwent endoscopic ultrasound (eus) with fine needle aspiration (fna) with an inconclusive result as well as brushing with a benign result. Prophylactic antibiotics were administered as well as prophylactic nsaids. A pancreatogram was not performed during this stent placement. An occluded plastic biliary stent was removed during this procedure. Sphincterotomy was not performed during the stent placement procedure. The bile duct was deeply cannulated and opacified. A stenosis was identified at the bottom along with many stones above it. The stones were removed with an extraction balloon and the bile duct stenosis was brushed and biopsied. The 10mm x 40mm fully covered removable wallflex biliary stent was the deployed easily in a satisfactory position through the stenosis and the procedure was completed. On (B)(6) 2015, post ercp, the patient presented with pancreatitis that was considered moderate and serious severe necrotizing pancreatitis post-ercp. The patient was hospitalized from (B)(6) 2015 until (B)(6) 2015. The patient was given medication for the pancreatitis and underwent a pancreatic drainage for fluid collection. In the physician's assessment, the pancreatitis was deemed related to the 10mm x 40mm fully covered removable wallflex biliary stent and placement of the stent. The patient subsequently died on (B)(6) 2015. In the physician's assessment, the cause of death was hypoxemic and hypercapnic respiratory failure as a result of the severe pancreatitis. In the physician's assessment there was a possible relationship between the 10mm x 40mm fully covered removable wallflex biliary stent and the patient's death.